Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos. When reading on cell phone, images are angled, blurred. The iol was exchanged for another model of company lens 4 months following the initial procedure. Clinical reason for explant was mentioned as dysphotopsia right eye. Additional information has been requested.